Event description:
It was reported that a spectrum iq pump failed flow rate accuracy testing. The device was tested at 40ml/hr and acceptable range is 38-42 and it delivered at 42.7 twice. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed accuracy test" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause was not determined and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.